Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve, the intraoperative echocardiogram showed severe regurgitation. The physician noted that one of the leaflets had a tear. The valve was explanted and replaced with another bioprosthetic valve. No further adverse patient effects were reported.